Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 16.5-18.8cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. Other internal insulation abrasions were found at 7.3-7.6cm and 14.8-16.1cm from the distal tip. The etfe coating was intact at all abrasion locations.